Event description:
It was reported that the right atrial lead was capped and replaced on (B)(6) 2024 with the same lead model and length. No further information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).